Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on february 1, 2019 with blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 50 mg/dl on the morning of the call. The customer used glucose tablets and was given a glucagon shot to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer does not believe the pump was over delivering. Troubleshooting was completed and no issues were found. The customer is taking water pills that may be a factor in the low blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The units remaining in the status screen matches the test reservoir volume. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.(B)(4).